Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that both reloads were partially fired, one reload had a bowed anvil, both clamping mechanisms were deformed, and staple pushers were partially flush with each cartridge. Evaluation of the returned device¿s condition revealed that it had been applied on tissue beyond the indicated range. Functional testing required the interlock to be overridden and the reload was applied to test media. The interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the reinforcement material was torn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stapling the first two reloads on the antrum, as the surgeon was positioning the reload, it was advised that the previous load did not fire all the way. The user began firing of the next load when it stopped showing the excessive force symbol. It had fired approximately half way. There were no visible obstructions present. It was suggested waiting for at least a minute to allow the tissue to compress. The doctor waited for approximately 20 seconds and then attempted to fire once again but could not. The physician opened the jaw and removed the powered stapler. The professional requested a manual handle and a purple reload with seam guard. It was suggested a black reload fired in an unarticulated fashion but the operator continued to fire with the purple. There was continual cracking of the manual handle as the stapler struggled to fire across the various layers. A second reload was then fired in the same way. Some of the seam guard was trimmed away and another reload was fired eventually getting past area of concern. It was noted at the end of the case there was some narrowing of the gastric remnant with no tissue loss as a result of the problem encountered. The case was completed using a new manual handle and the sales representative fired a reinforced reload at the end of the case away form the sterile field with the above mentioned equipment and it performed without incident. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stapling the first two reloads on the antrum, as they were positioning the reload, they advised that the previous load did not fire all the way. They began the firing of the next load when it stopped showing the excessive force symbol. It had fired approximately half way. There were no visible obstructions present. They suggested waiting for at least a minute to allow the tissue to compress. The doctor waited for approximately 20 seconds and then attempted to fire once again but could not. The surgeon opened the jaw and removed the stapler. The physician requested a manual handle and a purple reload with seam guard. It was suggested a black reload fired in an unarticulated fashion but they continued to fire with the purple. There was continual cracking of the handle as the stapler struggled to fire across the various layers. A second reload was then fired in the same way. Some of the seam guard was trimmed away and another reload was fired eventually getting past area of concern. It was noted at the end of the case there was some narrowing of the gastric remnant with no tissue loss as a result of the problem encountered. The case was completed using the manual handle and the sales representative fired a reinforced reload at the end of the case away form the sterile field with the above mentioned equipment and it performed without incident. There was no patient injury.